Event description:
It was reported that this right atrial (ra) lead exhibited fracture and high out of range pacing impedance measurements. The lead remains in service and the determination of future steps is being planned. No adverse patient effects were reported.